Event description:
On or about (B)(6) 2007, a perigee graft was implanted. It was reported that the pt experienced pain, erosion, uti's, fibrosis, incontinence, dyspareunia, bleeding, and has required add'l medical treatment and surgical intervention. Reportedly, the pt required medical treatment for severe pain and bloating in (B)(6) 2008, and had a surgical intervention to remove the implanted mesh sling on (B)(6) 2010.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.